Event description:
Cardiac drug eluting stent emoblization during cardiac stenting procedure. The stent was successfully retrieved from the coronary anatomy. Coronary intervention report: initially a vl3-6 fr guide catheter was used. Multiple images were obtained to try to define the proximal anatomy. The left circumflex was initially wired with a .014 prowater guidewire and lesion length was assessed. The proximal vessel was then dilated with a 2.5 x 15mm apex balloon. A stent 2.5 x 15mm promus drug eluting stent was able to be passed into the distal lesion and deployed. It was post dilated with a 2.5 x 15mm apex distally and a 3.0 x 12mm nc quantum apex proximally. We then tried to place a 3.0 x 15mm promus drug eluting stent across the proximal lesion. The stent would not pass. The proximal lesion was then predilated with a 3.0 12mm nc quantum apex. We then tried to buddy wire the vessel. It was felt that there was insufficient guide back up so the 3.0 was changed to a vl3.5-6 fr guide catheter and the vessel was rewired. Still we could not cross the lesion. At this time an al11-6 fr and an al2-6 fr guide catheter was attempted to cross the lesion. Neither one of these would cannulate the left main. At this time an ikari 4.0-6 fr guide catheter was used to try for back up. A .014 pt2 ms guidewire was used to wire the vessel as well to buddy with the prowater guidewire. The ikari did not provide enough back up either. The vessel was able to be wired but again the stent would not pass. At this time we were going to attempt a 6 fr guideliner but it was noted that there was a stent in the diagonal branch. It was felt that it was close near the ostium and originally I was going to attempt to rewire the vessel and deploy it here or pull it back but the stent became lodged into the left main. At this time I used several wires to attempt to thread through the stent and ultimately was able to wire into the stent and were able to pull the stent out of the diagonal but the stent came off of the balloon into circulation. We noted that the equipment was in the guide actually in the ascending aorta as the initial plan was to pull the equipment back into the guide in the subclavian. We tried at this time an erad left fr guide catheter to rewire the stent and use a 6 fr guideliner for support but this again would not provide enough back up to stent the vessel. We switched to the right femoral artery at this point. The right inguinal region was prepped and draped in the usual sterile fashion and anesthetized using 1% lidocaine. A 6 fr sheath was placed in the right femoral artery. Ultimately we were able to wire the vessel with a .014 prowater guidewire using a 6 fr guideliner for support we were able to deploy a 3.0 x 15mm endeavor drug eluting stent was able to be deployed in the ostium of the circumflex and deployed at 12 atmospheres but it would not go any higher than 12 atmospheres and it would not keep the pressure. The guide had slipped in the aorta. I wasn't sure whether or not there was a kink in the catheter at that time but we were able to go back in with a vl3.5-6 fr guide catheter and rewire the stent with a flexible prowater and then post dilate with a 3.0 x 12mm nc quantum apex to 14 atmospheres. Final coronary angiography showed no significant residual stenosis. Right common femoral angiogram showed catheter location which was felt to involve the bifurcation. The sheath was sutured in place. A tr band was used for successful hemostasis of the right radial artery.